Event description:
In 2001, a cufftack fixation device was used to repair a tear in the right rotator cuff. The pt returned to surgery the next month for right rotator cuff. The pt returned to surgery the next month for rt shoulder pain and protruding hardware. The tack had dislodged and the sheath portion of the fixation device was left in the shoulder, in error.

Event description:
Add'l info rec'd from MFR 9/24/02: this product was released in 2001. Failure mode #1 orange insert sleeve coming free from the inserter. Failure mode #2 anchor broken post-operatively from the anchore sleeve. Failure mode #3 anchor came free post-operatively from the anchor sleeve.